Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. The fse replaced the m cabinet power supply and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon troubleshooting actions, the fse identified that the power supply coll unit in the m cabinet was defective. The fse replaced the power supply coll unit. After replacement of the power supply coll unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.